Event description:
It was reported that during a da vinci-assisted surgical procedure that surgeon side console (ssc) 2 had no video in the left eye. The procedure was reportedly being completed as planned, with no reports of patient injury. Intuitive received the following additional information via follow up: the system did not present any errors when initially powered on.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation was completed to determine the cause of this reported event. The site reported that they reviewed the system logs and found no errors or fiber cable related issues. The intuitive surgical, inc. (Isi) tech support engineer (tse) recommended a hard power cycle of the ssc. The customer did not want to do any troubleshooting due to them using the other ssc to complete the case. The customer stated that after the case they would hard power cycle the console. The field service engineer went onsite and noticed that the power source on the left eye was loose/unplugged slightly. The reseating of the cable the console gained visuals on the left eye. The system was verified and ready for use. The complaint was confirmed based on the field evaluation. The probable root cause can be attributed to improper seating of cables.